Event description:
Reportable malfunction: novo nordisk a/s received a novopen 3 from australia with the complaint "unsure". There was no indication of an adverse event. Result and conclusion of MFR's investigation - on 3/9/99 novo nordisk a/s established that the collar on the piston rod nut was broken off. A dose accuracy test could not be performed as it was almost impossible to depress the pushbutton. Conclusion - the fault "collar on piston rod nut broken off" was evaluated as a reportable malfunction.